Event description:
A german customer received a blood glucose reading of 62mg/dl with contour wb, retested on the contour xt and the reading was 112mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer test strips are expected to be returned for evaluation. Replacement meter was sent.

Manufacturer narrative:
The model# () was not provided. In some countries outside the u.s, customer information is not provided due to privacy laws.